Manufacturer narrative:
Product analysis :visual review confirms mas breakage approximately two thread from the neck of the bone screw head. Microscopic examination of the fracture surfaces found severe damage and smearing. No additional information can be obtained to the on fracture surfaces due to as received condition. Dimensional inspection of the major and minor diameters confirmed conformance to print specification. Unable to determine root cause of the foregoing event from the available information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: construct noted at l5/s1. It was noted 15 months postop that pedicle screw fractured within the pedicle and nonunion was noted. No further surgery has been performed, however bone resorption has been noted and the patient is symptomatic with constant back pain and inability to walk extended distances. This is reportable. Sagittal CT cuts are provided showing lack of fusion within the l5/s1 disc space as well as a pars fracture at l5. Good images of the fractured s1 screws are not provided in this series. Axial views show good position of pedicle screws within the pedicles and good position of the interbody spacer, however there is discontinuity between the left s1 screw head and the threaded shaft, verifying a fractured screw.

Event description:
It was reported that patient underwent a surgery with minimal access surgical technique on levels l5-s1. On (B)(6) 2015, post op, the screw shaft broke off inside the patient. On radiographic and MRI scans, the screw shaft seems to be broken. The patient shows symptoms and complications related to screw breakage and non-union of the operated level. The patient did not achieve solid fusion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient returned for revision surgery. Interbody fusion was redone via an anterior lumbar interbody fusion and screws and rods were changed to a 5.5mm construct. Cages placed in a posterior lumbar interbody fusion trajectory and 1 piece of iliac bone wedge place between the 2 cages.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.